Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm on the home choice (hc) machine during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr informed the hp to start over using new supplies. No patient injury or medical intervention was reported. During a follow up with the hp, it was revealed that he had noticed a bag was crimped and was not having a good flow, but nothing else was noticed with the supplies. No adverse events developed and he had not gone to see the nurse, so product surveillance advised the hp to contact the nurse in regards to the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The patient stated that the solution bag was crimped and was not having a good flow but nothing else was noticed with the supplies. No sample was available. It is not evidence that crimped bag caused se 2240. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).